Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion and infection. Reportedly, the patient's device was eroding and the system was revised and implanted subpectorally. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.